Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample as per procedure (B)(4) and no issues were observed. Investigation conclusion: a clog test was carried out on the returned sample as per procedure (B)(4) and no issues were observed. Results as follows: 1 pass. No DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed with the returned sample therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was partially clogged. The following information was provided by the initial reporter: needle partially blocked.